Manufacturer narrative:
Clinical diabetes specialist (cds), certified diabetes care and education specialist (cdces), physician, nurse = health professional.

Event description:
It was reported that the user accidentally dropped the ilet onto the luer connector, causing the connector to fracture, after which the user replaced supplies and resumed insulin delivery without interruption or blood glucose impact. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic control and no need for medical intervention. Investigation included user interview and troubleshooting with education. Investigation of this case revealed mechanical damage to the luer connector consistent with external impact. It was concluded that the device functioned as intended but was damaged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.